Manufacturer narrative:
The investigation for the report limb ischemia has been completed. No device was returned for evaluation. As per clinical information, the patient had distal limb ischemia and fem-fem external bypass resolved the ischemia. The cause of the limb ischemia issue was patient condition related with fem-fem bypass resolving ischemia on the impella leg per clinical.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The us complainant had impella cp support ongoing for a female patient admitted for an ami/cgs and in need of hemodynamic support. The patient suffered limb ischemia in the impella accessed limb. The pulses were lost and so the team placed a fem-fem bypass.